Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. Another blood glucose level was 487 mg/dl. Customer stated that they ate cereal and chocolate milk and then blood glucose goes high. Customer stated that insulin pump keep asking blood glucose was normal it was asking every 10 minutes. Customer stated that the auto mode unable to enter auto basal. Customer stated that auto mode shield not display on home screen. Customer stated that they entered multiple blood glucose within least 45 minutes, but system does not transition to delivering auto basal. The insulin pump will not be returned for analysis.